Event description:
The customer contacted stryker to report that their device started charging randomly while the medics were trying to get a blood pressure. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device started charging randomly while the medics were trying to get a blood pressure. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The main keypad was replaced as a preventive measure. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue could not be determined.